Manufacturer narrative:
Event date is approximate. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that device did not seem to working with the program it was on as they had ¿too much incontinence¿. The patient saw their physician the day prior and they recommended changing the program. It was determined the patient was on program 2 at 2.7, the stimulation was on, and had been on that program since being see previously. When trying to change programs, a poor communication screen was seen on the programmer. This issue resolved when the batteries were changed. The patient was able to change to program 3 at 1.8. It was recommended the patient monitor their symptoms and to increase the stimulation as necessary. Additional information was received from a consumer on august 14, 2018 indicating that the therapy stopped helping after about 2.5 years in 2017 and they experienced a sudden return of severe incontinence and frequency. The patient reported having surgery on (B)(6) for this issue and received botox. The device was turned off prior to the surgery and was told to keep it off for about 4 months. The patient called in for assistance as they were told to turn stimulation back on. The patient noted they had tried all programs prior to calling. Syncing with the programmer showed stimulation was off. The patient turned stimulation on and decreased until it was comfortable. The patient was going to track results and provide an update to their healthcare provider. No further complications were reported.